Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. A trauma has been reported however, to confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to the mother, the recipient could no longer hear with the device after he hit his head (implant side) on to the ground.

Event description:
According to the mother, the recipient could no longer hear with the device after he hit his head (implant side) on the ground. Prior to the trauma the recipient had good access to sound.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the mother, the recipient could no longer hear with the device after he hit his head (implant side) on to the ground.